Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced pocket stimulation several times per day, and also upon interrogation, but only when programmed to higher outputs. The lead was tested and all values were stable and good, with the lead programmed to bipolar. The lead chronic impedance trend diagnostic was turned off and the lead remains in use. No patient complications have been reported as a result of this event.